Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter and said the cause of the fall, headaches, mini stroke, and broken lumbar in their back was the patient fell over their dog and neuropathy may have played a role. For the most part, the fall, headaches, mini stroke, and broken lumbar in their back issue has been resolved, but the patient still has some residual pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient's spine has been repaired just fine and testing revealed patient had not had a stroke. She also indicated that no change in activity due to changes in device programming. The event was reported to be resolved, however she continues to be extremely weak, she is now (B)(6)and it is very difficult to walk just because she is getting so weak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient fell and broke the lumbar in their spine. It was reported the patient stepped on their dog. About two months ago, the patient fell in the utility room and bruised their fanny and back of their head. Now, the patient was waking up with headaches and they were concerned if they had a small stroke. They did a CT scan and they didn't see anything now they wanted to do an MRI. The patient was dragging their left foot a bit. No further complications were reported as a result of this event.